Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead helix would not stay retracted. The rv lead was not implanted and was replaced. No patient complications have been reported as a result of this event.